Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Correction: should have said patient's second implant: additional information was received from the patient reporting that the patient's second implant had been replaced before it was expected to. Patient mentioned that the second implant was supposed to last 5 years, but it ended up lasting 2.5 to 3 years, their battery depleted early.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient reporting that the patient's first implant had been replaced before it was expected to. Patient mentioned that the first implant was supposed to last 5 years, but it ended up lasting 2.5 to 3 years, their battery depleted early.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins). It was reported that the patient had a loss of stimulation. The patient stated that this is happening daily. The patient has checked their device with the patient programmer, and it shows poor communication. Patient services redirected the patient to the doctor as stimulation is not working and the patient thinks that the ins needs to be replaced. The patient states that they lost all feeling in their legs and now has tingling in their legs. The patient stated they went to the hospital and they cannot find anything wrong with the spine and they think that the nerves may be degenerating. Additional information was received from consumer regarding the patient who reported, the caller reported the device was would not charge and said change in device would not change the stimulation. The caller reported they were hospitalized on (B)(6) 2016 and again within a week (unknown). They said they had very good response with the simulators and they just wrote all that out. The caller was 24x7 and had great response. The caller reported that the product have improved her life tremendously. Additional information was received from the patient. It was reported that the patient had the ins replaced because it "went out." No further complications are anticipated.